Event description:
It was reported that the customer had a no delivery alarm. Troubleshooting occurred. It was found that the reservoir was occluded. Customer's blood glucose level at the time 240 mg/dl. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).